Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5x33mm xience xpedition, 3.5x23mm xience xpedition, and 3.5x23mm xience v devices referenced are being filed under separate medwatch MFR numbers. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99 % re-stenosed eccentric lesion in the distal right coronary artery. On (B)(6) 2006, a non-abbott-stent was implanted in the mid right coronary artery (rca). On (B)(6) 2011, a non-abbott stent was implanted in the distal rca. On (B)(6) 2011, the patient developed in stent restenosis and a 3.0x28 mm and 3.5x23mm xience v stent were implanted to treat the lesions. On (B)(6) 2014, the patient developed in stent restenosis in the lesion in which the xience v stents were previously implanted. A 3.5x33mm and 3.5x23mm xience xpedition stent were implanted almost at the same location as the previously implanted xience v stents. The patient was compliant with dual antiplatelet drug therapy for one year after the implantation of the two xience xpedition stents implanted in (B)(6) 2014. On (B)(6) 2016, the patient presented with angina. Angiography was performed and thrombosis was confirmed. Aspiration of thrombus was performed and poba was performed with a 3.5x15mm non-abbott balloon dilatation catheter in the mid and distal rca and the symptoms disappeared. The patient is currently taking routine medication. No additional information was provided. The physician commented that he thinks risk for stent thrombosis is very high because too many stents were implanted in the lesion.

Manufacturer narrative:
(B)(4). Correction: the reported patient effects of angina, stenosis, and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. (Previously reported incorrectly as the xience xpedition IFU.)

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, stenosis, and thrombosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.